Event description:
A malfunction alarm was reported, indicated by malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with pump reset information and successfully reset the pump.